Manufacturer narrative:
The product investigation technician performed testing of the flex cable resistance testing and all tests passed, the return touchscreen was placed into an investigation test ventilator and tested the device, the product investigation technician identified that it initially failed functional testing. The touch screen displayed misaligned touch points. The product investigation technician performed touch screen calibration at which point the touch screen passed all diagnostics testing and the touch screen operated without issue and operated per specifications. Based on the returned part, the customer's complaint was verified that there was a misalignment in the received touchscreen, but performing the touchscreen calibration as outlined in the user manual returned it to the manufacture's specification.

Event description:
Philips received a complaint by the customer on the v60, indicating a misalignment in the touch position. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's product support engineer (pse) evaluated the device and confirmed the reported problem. The touchscreen was calibrated but did not resolve the problem. The pse replaced the touchscreen to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report # 2031642-2023-00401. All information from the original report(s) has been transferred to this report.